Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received at service center and evaluated. The complaint can be confirmed. As per the service report there was a short circuit in the motor cable - motor cable replaced. Resistance value out of specs: handcontrol set replaced. Since there was no specific defect mentioned the root cause for the reported failure cannot be determined. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 07-18-2016 and passed all functional testing before being returned to the customer. No further investigation is required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate via phone that the micro tornado handpiece with hand controls has an article defect.